Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). (B)(6). (B)(4) multiple fractures, patient's leg looking red. This report is for one (1) unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was diagnosed with a few injuries, a left femoral shaft fracture, a comminuted fracture of the left tibia and fibula, open fractures of the right tibia and fibula also combined with a nerve injury and a lumbar soft tissue injury. On (B)(6) 2010, the first surgery took place to clean and reduce the fractures in the patient with a non-synthes steel plate with seven (7) holes. On (B)(6) 2010, a second surgery took place in the same facility with an imported steel plate (422.344) for the patient's left side. On (B)(6) 2010, the patient returned to the hospital because the patient's leg looked red and felt swollen. On (B)(6) 2010, a third surgery took place to remove the original implanted screws and plates and revised the patient with another six (6) screws with an external fixation. On (B)(6) 2010, the external fixation was removed from the patient due to a swelling issue. On (B)(6) 2010, the patient was re-examined and the results indicated that the proximal fracture on the patient's right tibia and fibula combined with a second fracture after the operation. The other mentioned event (on (B)(6) 2010) concerning the broken screw is reported and captured under linked complaint (B)(4). This report is for one (1) unknown screw this report is 2 of 2 for (B)(4).